Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had high reading of 409 mg/dl and low reading of 37 mg/dl. The customer ate to treat for low readings and took a shot for high readings. The customer declined to troubleshoot. The product was not returned for analysis.